Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. An extended investigation has been performed. Visual inspection has been performed on the returned sensor, no issues were observed. The returned sensor was de-cased and performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly) to confirm functionality of the returned sensor and no issues were observed. Performed smu (source measurement unit)and poise voltage tests. Smu test passed. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. .

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.